Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 428 mg/dl (compact plus meter) and 185 mg/dl (doctor's meter). The lot number of the test drum was not provided by the customer. No adverse event reported. Return of the suspect device was requested for evaluation.